Event description:
It was reported that two implants were placed in adjacent sites in 2006. The implant in position 18 was noted as pressing on the ID nerve, causing numbness of the patient's lip; the implant was lost following month, and the event was reported as an individual MDR on november 3, 2006 - further information received indicates that the implant in position 19 was lost in 2007, with a note that it was pressing on the ID nerve, causing numbness of the patient's lip. The paresthesia was still present at the time the report was received from the complainant.

Manufacturer narrative:
While there is no indication that the implant malfunctioned in this case, it is unknown which implant was responsible for the symptoms, though it is possible that both contributed. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.